Manufacturer narrative:
Product analysis: analysis found that the touch screen was broken. The programmer was scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was bad. Additional information received stated the screen was unresponsive to the stylus. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.